Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/12/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/30/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of pump history found that the time/date was set incorrectly prior to 07/16/2013. The pump powered up to the verify screen and was exercised for 5 days with no alarm or time/date issue. Upon opening the pump casing, a leaking internal clock battery was found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that alarm history revealed the date in 2007. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.